Event description:
A balanced heavyweight wire was used for placement. The lead prolapsed and the lead and wire were removed from the body. The wire was removed from the lead in order to use another less stiff wire, but this new wire would not pass through the lead. The physician thinks that the heavyweight wire tip was broken off inside the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).